Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer has been experiencing low and high blood glucose. Customer's low blood glucose of 40mg/dl and high blood glucose of 469mg/dl. The customer had treated with manual injection 10 units of insulin prior to the call, but treated with another 10 units of insulin. We were unable to completed troubleshooting.